Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had prime anomaly. The customer¿s blood glucose level was unknown. The customer reported that the act button is harder to press and less responsive. The product will not be returned for analysis.

Manufacturer narrative:
The customer's weight information with the initial report was incorrect. The correct information has been included with this report.

Event description:
Weight has been changed to (B)(6).